Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscal repair, after deploy of t1, the t2 implant of the fast-fix deployed prematurely. The t2 implant deployed through the meniscus and both ts were removed from the patient. The procedure was completed with a s+n back-up device. Non-significant delay was reported, and no patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the needle overmold assembly was bent. The suture and both anchors were not returned. The depth limiter button was in the default position. The actuator tip was in the t1 position. A functional evaluation of the device showed the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended second actuation. No containment or corrective actions are recommended at this time.